Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. In addition (pmv) led a photographic evaluation of one single use instrument and the visual inspection of the returned photo noted that the instrument was inserted into a trocar and the loading unit was loaded into the instrument. Functional testing could not be performed since the device was not received. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, during firing, the surgeon was able to press the green button but unable to squeeze the handle. It was reported that six reloads broke and fell into the patient's cavity. A grasper was used to remove a piece of tissue with open staples. New handle and reloads were used to complete the case. There was no patient injury.